Event description:
On (B)(6) 2011, patient reported that he experienced elevated blood glucose due to a bent infusion cannula. Several attempts were made to follow-up with patient, and these were unsuccessful. No additional information was provided. No product was requested for evaluation. Replacement product was sent. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.